Event description:
A customer in (B)(6) notified biomérieux of false resistant meropenem for a pseudomnas aeruginosa qc strain in association with the vitek® 2 ast-n352 test kit. Upon repeat testing the next day with the same card and lot number, meropenem tested susceptible. There is no indication or report from the laboratory or treating physician that the discrepant results led to any adverse event related to any patient's state of health. There is no patient directly associated with the qc strain. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint for a false resistant meropenem result for a pseudomonas aeruginosa qc strain in association with the vitek® 2 ast-n352 test kit. The internal biomerieux pseudomonas aeruginosa atcc® 27853¿ qc strain was subcultured and testing included ast-n352 cards from the customer lot (7920946403) and a random lot (7920896403) in duplicate. All four ast-n352 cards tested demonstrated the expected mic values for all drugs. No qc deviations were observed. The customer's false resistant result for meropenem was not reproduced. Vitek® 2 cards are performing as expected. Ast-n352 lot #7920946403 met final qc release criteria. This lot passed qc performance testing.